Event description:
The pt was undergoing a left ureteroscopy with stone extraction. The basket was inserted to retrieve the stone. The basket opened. The stone was retrieved and the basket would not close. The basket was removed from the ureter in an open position.